Manufacturer narrative:
The device did not return for analysis. However, the reported allegation could be confirmed through media provided. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for farapulse procedure. Before inserting the versacross dilator, the physician observed that its tip appeared malformed and misshapen. The damage was noted after insertion of dilator into sheath. Afibhence, the device was replaced. Procedure was completed successfully by using alternate device. No patient complication was reported. The device is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for farapulse procedure. Before inserting the versacross dilator, the physician observed that its tip appeared malformed and misshapen. The damage was noted after insertion of dilator into sheath. Afibhence, the device was replaced. Procedure was completed successfully by using alternate device. No patient complication was reported. The device is not expected to return for analysis (disposed).